Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a backlight anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the backlight did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. No unexpected failed battery test alarm noted. Unit had no back light due to faulty el panel on the lcd board. Unit had cracked battery tube threads and cracked reservoir tube lip.